Event description:
Writer unplugged ventilator to move ventilator to adjacent table. Writer noticed ventilator's pressure monitoring window that the pressure needle did not move from 8cm of pressure and the ventilator was not audibly alarming. Writer noticed high vi alarm reading in monitoring window, also there was a low paw/apnea led light lit, internal battery led lit, high vi led light lit and silence/reset button would not reset visual led's. Resident was immediately manually ventilated with manual resuscitator while attempting to determine problem. Then, switched to alternate back up ventilator. Set ventilator parameters remained lit, and the ventilator was unable to be shut down via the unlock button. Writer contracted (B) (4) technical support for further help with situation but they were unable to troubleshoot the issue. Writer spoke to (B) (4) at clinical support who instructed writer to disconnect the internal battery prior to shipping.